Event description:
The pt rec'd an scs system including a surgical lead on (B)(6) 2011 for back and bilateral leg pain. It was reported that the pt could barely walk. Surgical intervention has been scheduled to replace the pt's lead. No further info is available.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.